Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation under the front therapy electrode pad and a raw rash under the back therapy electrode pads. The patient went to her doctor where the nurse had cleaned and put gauze on the irritation. Additionally the doctor told her to remove the lifevest and the nurse applied an application to the area. The patient reported that after removing the lifevest, using triamcinolone acetonide medicated cream and benadryl spray the irritation had improved.